Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump alarmed motor error. Customer stated the insulin pump started buzzing, when the alarm occurred. The customer's blood glucose was 80mg/dl. The customer stated they were wearing pump during an echo cardiogram. While customer was rewinding the insulin pump, it restarted and went back to home. Customer was able to rewind, but before priming received off no power alarm. Advised customer to discontinue the use of the insulin pump and revert to back up.

Manufacturer narrative:
The insulin pump passed the operating currents test, self test, reset error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No motor error alarm was noted during testing. The motor passed the motor test. No unexpected low battery alarm or off no power alarm was noted. The insulin pump had a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.